Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on (B)(6) 2014, the patient received an elective replacement indicator. During a follow-up on (B)(6) 2014, the physician verified that the device exhibited a premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2014.